Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Product user reported her infusion line became detached while she was sleeping. The product user attached a new insulin set when she awoke to fix her blood glucose levels. No permanent serious injury was reported.